Manufacturer narrative:
Zoll personnel tested the autopulse platform (sn (B)(4)) at the customer site, and no device malfunction was observed. The root cause for the reported complaint was due to a user error. The customer stated that they had placed the patient on the platform before powering up the autopulse. Training on proper usage of the device was provided to the customer. Since there was no malfunction found during device inspection, the customer will not be returning the autopulse platform to zoll for evaluation, and no service was required to be performed by zoll.

Event description:
During patient use (150 lbs.), the autopulse platform (sn (B)(4)) stopped after performing compressions for a few times displayed a "realign patient" error message. Following this, the crew performed troubleshooting and then switched to manual CPR. No consequences or impact to the patient.